Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A device history review could not be completed due to the unknown lot number.

Event description:
The event occurred on an unspecified date and involved a 12" (30 cm) ext set w/1.2 micron filter, clamp, rotating luer where the customer reported that a filter was leaking. There was unknown patient involvement; harm was not reported as a consequence of this event.